Manufacturer narrative:
The pump was received with missing retainer ring, minor scratched lcd window, scratched case, scratched keypad overlay and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was broken at the reservoir connection. It was reported that the device was missing the plastic guard and the o rings. No further information provided.